Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Weight unknown / not provided. Date of event unknown / not provided. First/given name unknown / not provided. Summary investigation.

Event description:
It was reported that the doctor could not get primary stability when placing the dental implant. The site was bone grafted and the patient is set to return in 3 to 4 months for implant placement.